Event description:
Customer's mother reports that customer's insulin pump is on auto off during the night causing customer to wake up with high blood glucose between 350 mg/dl and 400 mg/dl. Customer's mother declined troubleshooting as she states high blood glucose may be due to auto shut off. Assistance was provided in turning off auto off feature. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).